Event description:
In 2001, st. Jude medical received a copy of medwatch report that had been filed by the user facility on 5/10/2001. The report indicated that the location of the procedure sheath wasn't clear on the pre-placement angiogram; however, it did appear to be within the common femoral artery. During deployment of the angio-seal device in 2000, the posterior wall of the artery was damaged. Following the procedure, the pt developed leg pain and numbness, and pedal pulses were diminished. The pt was transferred to surgery because of a suspected vascular occlusion, and a graft was placed to repair the artery. The condition of the pt following surgery was unknown.